Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation single shot. During the preparation, the air was noted in the syringe during first aspiration also the fluid leak was noted. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation single shot. During the preparation, the air was noted in the syringe during first aspiration also the fluid leak was noted. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.